Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding of esophageal varices procedure performed on (B)(6) 2025. During the procedure, after setup, the scope was positioned at the varix site. Suction was applied to bring the varix into view, but the band deployed earlier than expected, resulting in two bands releasing at the same time. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of bands prematurely deployed.